Event description:
Literature was reviewed regarding a 65-year-old male patient with a complex medical history who five years prior underwent transcatheter aortic valve implantation (tavi) of a medtronic 29-mm evolut pro bioprosthetic valve followed by a permanent pacemaker implant. More recently, an echocardiography revealed severe mitral stenosis which required transcatheter mitral valve replacement (tmvr) with implant of a non-medtronic ballon-expandable bioprosthetic valve. Perioperatively in relation to the tmvr procedure, the patient experienced adverse events which were effectively managed. At a one -year follow-up, the patient was noted with good clinical condition and an echocardiography with normal function of the bioprosthetic mitral valve. The authors made no statement of causal or contributory relationship between medtronic evolut valve and the adverse events associated with the tmvr procedure. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: tomai et al. Transcatheter mitral valve replacement in a complex mitral annular calcification anatomy. Eur heart j case rep. 2025 dec 1;9(12):ytaf629. Doi: 10.1093/ehjcr/ytaf629. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.